Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrostomy procedure, the device created scissored staples on one side of the staple line. There was a little bleeding, but the patient did not require any blood products. The surgeon over sewed the staple line. He used the stapler to complete the case with no patient consequence. There was no adverse consequence to the patient.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 565 mg/dl. The customer stated that she was getting no delivery alarms prior to the event. Troubleshooting was performed, and the insulin pump did not deliver insulin during the prime test. The customer did decline further troubleshooting, and asked for a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
(B)(4). The analysis results found that the ets45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.